Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735821, lot number: unknown h3, h6: no products were received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up the system, the site noticed a localizer faulted message. The manufacturer representative (rep) confirmed in an optical cranial procedure that the system displayed a "localizer faulted" message during the registration task. The rep checked the ndi toolbox and found the following three errors: "bump detector battery fault. Return for service," "bump detected. Accuracy assessment recommended," and "storage temperature exceeded." There was no patient involvement.

Manufacturer narrative:
H3: a manufacturer representative, went to the site to service the system. Replaced the camera. Evaluation of the returned camera 9735821r, lot#: (B)(4), confirmed the event. The returned psu has scratches on the housing and lenses. A check of the event log showed, intermittent firmware incompatibility dating back to sep 2018. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .709mm with a passing threshold of .250mm. H6: evaluation codes b01, c02, d02 apply to the system checkout. And returned product evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.